Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, when the introducer was placed in the left atrium, air entered through the hemostasis valve when inserting the mapping catheter. Since air was noted only in the left atrial appendage, air was removed by the cryo sheath. There were no adverse consequences to the patient.

Event description:
During the procedure, when the introducer was placed in the left atrium, air entered through the hemostasis valve when inserting the mapping catheter. Since air was noted only in the left atrial appendage, air was removed by the cryo sheath. The procedure was completed with no adverse consequences to the patient. Prior to being discharged, the patient underwent an MRI which revealed a small infarction. The patient experienced no symptoms and no intervention was performed. The patient was discharged in stable condition.